Event description:
Customer reports 5 hours after going to bed she began to shake while using the multiclix lancet device. Customer reports her husband attempted to test her blood glucose and broke the plunger on the lancet device. Device was unavailable for use. Customer reports her husband called 911 and the emts came and tester her blood glucose on her meter with a result of 52 mg/dl; was treated with "glucagon gel" customer reports the emt did not test her on their meter and she did not go to the hosp. A request was made for return of the suspect product and a replacement was sent.